Event description:
Received kn95 masks which fit tests with the portacount was utilized; 0 of 12 passed with a median fit factor of 20.75 (highest fit factor recorded was 68). Also multiple tests were done utilizing the user instructions on how to configure the straps. Testings failed. Staff also said they smelled like burning tires. FDA safety report #(B)(4).